Manufacturer narrative:
This device is currently in house and is in the process of being evaluated. Once complete, a follow-up medwatch form will be submitted.

Event description:
It was reported to vyaire medical that a patient passed away while on an ltv ventilator. There were no allegations of a ventilator malfunction, however, the customer would like the unit to be evaluated as a precaution.

Manufacturer narrative:
Results of investigation: vyaire medical tested the ventilator with a known good ac adapter and a known good patient circuit connected. The ventilator passed 164 hours of extended tests at the customer¿s settings. The ventilator passed a 40 minute battery duration test. The ventilator also passed the ltv final test which includes many alarm and ventilation functions. Event trace log results: an event trace log was pulled from the ventilator, the date of 1st record in the event trace log was (B)(6) 2017, and the date of the last record in the event trace log was (B)(6)2017. The total number of records in the event trace log was 455 observations. A review of event trace log revealed several ¿ln vent1¿ conditions. The event trace log review revealed ¿ln vent1¿ conditions were preceded by ¿bat mpt1¿ conditions. All other event trace entries were consistent with normal ventilator operation.